Event description:
The account alleged the nurse call is not functioning. No pt impact.

Manufacturer narrative:
The technician found the account had the nurse call turned off. The technician reprogrammed the nurse call using service mode key strokes to resolve the issue.